Event description:
It was reported that during the implant procedure for this right ventricular lead, threshold measurements were as expected, but after pocket closure pacing thresholds increased and were fluctuating, and the lead exhibited failure to capture. It was noted that a dislodgement was suspected but could not be confirmed through fluoroscopy. The physician decided to revise the lead in order to reposition it, but the helix would not retract. This lead was removed and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during the implant procedure for this right ventricular lead, threshold measurements were as expected, but after pocket closure pacing thresholds increased and were fluctuating, and the lead exhibited failure to capture. It was noted that a dislodgement was suspected but could not be confirmed through fluoroscopy. The physician decided to revise the lead in order to reposition it, but the helix would not retract. This lead was removed and successfully replaced. The lead was returned and analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.